Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the pt) alleging that the pump was powering off because the battery cap was not fitting securely. It is unk what date/time the pump allegedly began to power off. The reporter claimed that the pump had powered off during the night and the pt woke up with a blood glucose (bg) level of "hi" (bg > 600 mg/dl). The reporter denied that the pt had symptoms of nausea, vomiting, abdominal pain, chest pain, or shortness of breath. The pt reportedly took a correction bolus and did not seek medical attention. The reporter admitted that there were two cracks in the pump's casing by the battery compartment. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was powering down and the pt obtained an elevated bg level suggestive of severe hyperglycemia.